Event description:
As discovered by gore in the journal of vascular surgery 45 (2007) 655-661, preoperative and postoperative computed tomography scans were collected worldwide representing six patients who had experienced radiologically confirmed gore tag thoracic endoprosthesis collapse between 2004 and 2006. Five test patients with collapse had been treated for trauma and one for an aortic dissection. Also, the incoming article references two control patients, both identified with collapse. The second control patient is being investigated in this event. No sequela has been reported on this patient. Further information was requested.

Manufacturer narrative:
Method: further information was requested. The article is attached to the report.